Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 2 months after dental implant was installed in intraoral region 26#, its non-osseointegration was observed. In addition, 40 ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type iii), fenestration occurred during surgery and bone graft was executed.